Event description:
It was reported that the patient reported during a hospital admission that there were alarms with position changes. There was a notable slit on the modular cable as well as damage to the bend relief on the power cables to the primary system controller. Both were replaced. The log files were reviewed and there were a few low power events on (B)(6) 2025 due to a weak connection between the batteries and battery clips. There were no other unusual events seen. The device was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation confirmed the reported irregular intermittent power cable related alarms via log file analysis. The log file contained an irregular low voltage advisory and power cable disconnect alarms while the system was connected to external batteries. The power cable disconnect alarms were triggered by the rsoc value on the black power cable fluctuating below the alarm threshold. Routine power cable disconnects occur within the file, but throughout the event log file, power cable disconnect alarms occur despite the black power cable bus voltage maintaining the proper voltage. The low voltage advisory indicates the same issue as the irregular power cable disconnect alarms to a lesser extreme for rsoc value on the black power cable. The power cable disconnect alarms and low voltage advisory did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller (serial number (B)(6)) returned for further testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be determined off the information provided. The device history record for the system controller (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.